Event description:
The pt reported that subsequent to the implant of a protegen sling, the sling tried to go down their urethra. Pt also reported a tear in their bladder, urinary retention and pain. The device was removed. The device was not returned for eval.